Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The patient did not receive therapy during the oversensing. Programming changes were suggested. The patient was stable.

Event description:
New information received noted that the patient continued to have post-paced t-wave oversensing. Patient presented in clinic and programming changes were made to resolve the issue. Patient remained asymptomatic throughout event.